Event description:
Two drains were placed in a pt, one on left side and the other middle chest. Twenyt-four hours post-operative, it was noted that the plueral drainage was inadequate. The pt was returned to the or for reoperation. The dr is confident that the drains were properly placed.